Event description:
Facility sent in a medwatch reporting an internal blood leak (first use). Estimated blood loss 150cc. No medical intervention. Medwatch filed on blood loss. Sample is available for examination.